Manufacturer narrative:
(B)(4). If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. The patient was treated with intraperitoneal (ip) injections of cefazoline 1g twice a day and gentamycin 40 mg twice a day. Outcome of the event is unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the treatment was discontinued, the patient recovered and was discharged from the hospital. Should additional relevant information become available, a follow-up report will be submitted.